Event description:
It was reported that when during a device change out procedure, due to advisory for premature battery depletion, high, out of range, high voltage lead impedance issue was observed on the rv lead. The lead had a gradual rise in lead pacing impedance since (B)(6) 2018. There were no other changes in the lead parameters. Lead was capped on (B)(6) 2018 and a new lead was implanted. No further information is available.